Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: opening device assessed as unidentified (tear) opening as per the investigation procedure wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Device was explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.